Event description:
The esu was involved in an incident where during an adenotonsillectomy, or staff noticed a small burn, about 0.25" in diameter, on the right crease of the mouth, external. The rem (return electrode monitoring) pad was attached to the chest of the patient. Settings of the device at the time of the incident is unknown. It is also unknown what cut or coag setting the device was in, other than using "mono-polar" mode. A disposable pencil was used.